Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected (line number 1421 file number 32122) and the main arm cannot communicate with the motor arm3 alarms due to a software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple pump error alarms. The customer's blood glucose value was 249 mg/dl. Customer reported the self test passed. The device was returned for analysis.